Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Displaced of screw into the soft tissue. After 6 weeks was one of the screw reverse into the soft tissue and they removed the screw and again the bacterial test was negative . ¿ 2nd revision now they are planning a rearthrodese in a couple of weeks.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Displaced of screw into the soft tissue. After 6 weeks was one of the screw reverse into the soft tissue and they removed the screw and again the bacterial test was negative . ¿ 2nd revision. Now they are planning a rearthrodese in a couple of weeks.